Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy, the device misfired on three occasions. The first time the clip scissored. The second time the clip remained around the vessel in a half open position and the clip applier could not be closed. The third time the clip applier resulted in a 'scissored' clip being deployed around the vessel. There was no pt consequence.